Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer¿s blood glucose (bg) was 24 mg/dl. Customer was unresponsive and roommates attempted to wake the customer. Customer was taken to the emergency room (ER) and intravenous glucose was administered. After 4 hours, customer left the ER in stable condition and bg was 101-415 mg/dl. Healthcare provider reverted the customer to manual injections for insulin therapy. Customer alleged the pump was the cause of event and the event was not related to pump settings or use error. Customer declined tandem technical support¿s offer to review the pump data for a possible cause of the low bg.